Event description:
It was reported that the user attempted a supply change on the ilet pump and, upon selecting change cartridge and tubing, received an unable to proceed alert that persisted after multiple restarts, preventing access to the rewind process; the event aligned with a consecutive motor stall alert. Symptoms included no reported adverse clinical effects. Outcomes included device replacement to restore therapy. Investigation included remote troubleshooting and review of device alerts. Investigation of this case revealed a persistent motor stall condition that impeded the supply change workflow, consistent with a device mechanical or motor drive malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.